Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend in the immediate spin test method. The customer did return the supposedly defective product for investigational testing and also two patient samples that had caused a false negative test result testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported a false negative reaction of a patient sample when tested with seraclone anti-d blend in the immediate spin test method. The customer also reported that she had the same issue with a second patient sample. The customer returned the supposedly defective product and two patient samples that had caused false negatives. Our quality control laboratory tested both patient samples with the returned product sample in the immediate spin method and yielded weakly positive results. Both patient samples were also tested in the indirect anti-globulin test (iat) and yielded strongly positive results. Because this result strongly indicates that both patients have the rh (d) factor weak d or d partial, both samples were sent for molecular typing to an external laboratory. The results are: patient 1 ccd.ee weak d type 3, patient 2 ccd.ee weak d type 4.0. The molecular typing result gives an explanation for the serological results. The instruction for use contain a reference to this effect: if a negative or weak reaction with bio-rad anti-d (rh1) occurs the iat has to be applied to detect weak d and d category vi antigens. The returned product sample was also tested for specificity and potency in parallel to our quality control laboratory's retained sample. All positive and negative reactions were correct. The required minimum titer was always met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.